Manufacturer narrative:
Medical device catalog # 928857. Investigation: device history record review ¿ a review of the device history record was completed for batch# 6291787. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there was one (1) batch of material# 8359162 (syringe 0.5ml asm 31ga 8mm (B)(4) that went into the finished batch# 6271787. Batch# 6327994, date(s) of manufacture: 02dec2016 to 05dec2016, machine(s) manufactured on: (B)(4), there were zero (0) defects noted during production of this batch. There were two (2) notifications [(B)(4)] for unrelated incidents during production of this batch. Investigation summary: customer returned (6) 1/2cc, 8mm, 31g (B)(6) syringes in an open poly bag from lot # 6291787. Customer states that there are shavings of plastic from the barrel on the syringes about 1/4 of the way up to the plunger on the needle end of syringe and the needle hub assembly stayed in the shield. One syringe was returned with the hub-needle/shield assembly separated from the barrel. No damage to the barrel was observed. All remaining samples were examined and two out of five samples exhibited a bent cannula. Also, one sample exhibited strands of material on the surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyethylene. CAPA (B)(4) has been opened to address the hub separates issue. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates, plastic on barrel, bent cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe. Possible root causes for plastic on barrel: this fm likely represents what we call ¿angel hair¿. This is created when we move components from one line to another via the tube ¿pea shooters¿. This is a pressurized tubing transport system made of polyethylene plastic; as the components move through the pea shooters, occasionally small fragments of the plastic tube are stripped off and form this angel hair. In this case, it most likely found it¿s way into the shield and ultimately onto the cannula. There are various efforts within the plant to try and help reduce and hopefully eliminate this, however, it is an inherent portion of the process at this time. Possible root causes for bent cannula: re-shielding by the end user.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that shavings from the rubber stopper were found inside a bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 31gx5/16 (8mm) and the needle was separated from the hub before use. No injury or medical intervention.